Manufacturer narrative:
Other applicable components are: product ID 3708640, serial# (B)(4), product type: extension; product ID 3389, serial# unknown, product type: lead.

Event description:
Information was received from a manufacturers's representative regarding a patient who was implanted with a neurostimulator. It was reported that during stage two of implant, there was low impedance. Caller stated that when they tested the lead/ extension site with alligator clips, impedance shows open circuit at 0.7v. (C9: 534 ohms, c10: 534 ohms, 9/10: 19 ohms) the physician removed extension and tested the lead and all impedance values were within normal limits. The lead was wiped down and a new extension was connected. All impedance values were then within normal limits. No patient symptoms were reported.

Manufacturer narrative:
A known good lead was attached to the returned extension which was connected to a known good screening cable. The distal end of the lead and the distal end of the returned extension were placed into a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations. Upon review of the analysis results, it was determined that eval code conclusion 92 no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708640, serial# (B)(4), product type: extension. Product ID: 3389s-40, lot# va1a220, product type: lead. The manufacturing site ID was previously reported as #(B)(4). Additional review indicates the correct manufacturing site ID is #(B)(4). Evaluation summary was included in the previous supplemental regulatory report.